Manufacturer narrative:
Initial report ref natus complaint# (B)(4). UDI number, serial number is not applicable. The customer reported an issue with multiple arms not staying suspended. Customer reported that 2 camera arms had fallen on 2 different babies. No injury reported. No delay in treatment. Per (B)(4) - nicview 2.0 risk analysis hazard ID 6.7, severity 11-critical, the risk is considered moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Refer to section 1.1.1 of 028158 : instructions for use, nicview 2. - if the customer is following the IFU the arm/camera should never be positioned over a patient and there should never be a risk of an arm falling and causing an injury if this type of failure were to recur. Related to CAPA(B)(4) - issue previously investigated. Per (B)(4), complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews further investigation to be carried out.

Event description:
Part nvarm - nv 2.x arm - the customer reported an issue with multiple arms not staying suspended. No injury reported. No delay in treatment.

Manufacturer narrative:
Follow up report ref natus complaint# (B)(4) related to capa005355 - issue previously investigated. Preventive action - install bracket, (B)(4), on the arm using screws instead of adhesive at the manufacturer, gcx. (B)(4) was released to address this. Failure confirmed: yes investigation result code: neuro sbu/loss of mechanical integrity. Closure rationale: complaint verified, CAPA initiated or already open. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Part nvarm - nv 2.x arm - the customer reported an issue with multiple arms not staying suspended. No injury reported. No delay in treatment.